Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. The customer received a change sensor, sensor updating alert and when tried to enter a blood glucose, bolus wizard did not recommend an amount despite blood glucose was high. The customer reported hyperglycemia treated with insulin pump. The event involved products mmt-213a, mmt-332a, mmt-1884l, mmt-7040a. Troubleshooting was partially performed for sensor alert and customer declined. Troubleshooting was not performed for hyperglycemia and smartguard bolus delivery. It was unknown whether the customer used the insulin pump with in 48 hours of the event and also unknown whether the smartguard/auto mode feature was active. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-213a. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-7040a.